Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The piece of the rails that slides into the bed were the rails connect has broken.